Event description:
A malfunction was reported on the pump by the caller. There was no reported impact on the customer's blood glucose level, as the customer declined to answer if their blood glucose exceeded 500 mg/dl. Technical support provided assistance to reset the pump, and the malfunction did not recur after resetting. The customer was advised to continue using the pump and to contact support if the issue reoccurred.